Manufacturer narrative:
The biomedical engineer replaced the flow sensors, and the unit was returned to service.

Event description:
The hospital reported the unit would not switch to mechanical ventilation when requested during a case. The patient was then manually ventilated. There was no report of patient injury.